Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the supply line of the homechoice cassette and supply bag. The patient's bed was wet. This occurred during use of the device for peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.